Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: a2, a4, a5, a6, b5, b6, b7, d8, h2, h3, h6 and h11 the device was not returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the probable cause was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a noise in the image, no image and a scope communication error (e238). This issue occurred during set up or inspection for use. There were no reports of patient involvement.